Event description:
Of note, per an engineer, it was believed that the pors were not due to something other than an issue internal to the ins, and a replacement was recommended. It was believed there was an uncorrectable hardware issue with the device that warrants its replacement.

Event description:
Information was received from a manufacturer representative regarding a power on reset (por). The patient was sitting in a chair watching the super bowl (on (B)(6) 2016) when the por was noticed and the device shut off. The therapy had stopped. The clinician programmer displayed the 0x400 por code. It was noted the therapy was adequate. On the day of the report, they were unable to create a file and had already exited out of the clinician programmer session. Though, the manufacturer representative believed it was automatically created. There were some historical disturbances with the ins, and it was noted the patient had not had any radiation. It was reported the other known por event occurred when the patient was lying in bed. Additional information from the consumer (via the manufacturer representative) reported that three more pors (assumed 0x400) were cl eared starting (B)(6) 2016 up until (B)(6). The manufacturer representative was going to meet with the patient on (B)(6) 2016 to create another file and check up on the patient. On (B)(6) 2016, the patient was getting pors daily. The patient would see a por, clear the por, receive therapy, see the por, clear it, receive therapy, etc. On (B)(6) the manufacturer representative called to capture the file. The por 0x400 was still occurring frequently. When the ins was interrogated, the message "power on reset occurred -23" was observed. When "ok" was checked to continue, it went to back to the main screen and the ins had to be re-interrogated. The por 0x400 was seen. The file was captured after hitting "ok". Information was requested regarding the actions/interventions taken and the cause of the por. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via a manufacturer representative (rep) reported that shortly after the por was resolved, the patient again lost the ability to communicate between the stimulator and either the patient programmer or recharger and subsequently lost stimulation sensation. This occurred in the week prior to (B)(6) 2016 after the initial por issue. The rep tried to connect using the clinician programmer on (B)(6) 2016 and the telemetry head just flashed a yellow light and said "please wait initializing the programmer head" it was noted that the rep had met with other patients with no clinician programmer issues and the rep didn't have another clinician programmer to try. The stimulator acted like it was in overdischarge, but the patient felt stimulation the week prior to (B)(6) 2016 and when the por was cleared, the stimulator battery was at 50%. It was noted that the rep would likely try a physician mode recharge session to see what occurs. Additional information received from the rep noted that there had been no interrogation yet and that he found a new programmer and it did the same thing.

Event description:
Explant was recommended by the engineer as the file obtained from the device did not have an explicable cause of the parity pors since the patient was not in radiation treatment (there was an absence of any strong ionizing radiation sources to trigger the pors) and also because of the two clock resets which did not appear to be caused by standard overdischarge events. Additional troubleshooting steps were provided to the representative if further troubleshooting will be continued. Otherwise, it was noted that it would be appropriate to discuss explanting the ins with the patient and physician and then return the device for analysis.

Event description:
Additional information received reported that there had been an electronics hardware failure of this ins. The ins had experienced multiple parity pors (0x400) that were not explicable as benign ionizing radiation "bit-flip" events, as well as multiple device hard resets (the ins real-time clock was shown as reset in the diagnostics) that are not explicable as standard od events.

Event description:
Additional information received from the rep reported that the patient was scheduled to be seen on (B)(6) 201. Additional information has been requested regarding the cause but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient via the rep. It was reported that the rep had been meeting with the patient following an overdischarge. The patient was able to pull the battery out of overdischarge by doing a physician recharge mode. When the stimulator was interrogated with the clinician programmer on (B)(6) 2016 a 0x400 message was displayed. The patient had not been around any electromagnetic interference that would have caused the 0x400 message. The rep sent an "MDR" file to technical services. Additional information has been requested regarding outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received reported the patient was being scheduled to have her battery replaced. A surgical date had not been set yet. Once the surgery takes place, the field will send the current battery in question back for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a company representative (rep) on june 17th 2016 stating that the patient was having power on reset (por) issues, and the battery was looking like it was in overdischarge as well. The implantable neurostimulator (ins) had been removed that day, and the rep planned to send it in for analysis following clearance from pathology in a week. There were no related symptoms reported.

Manufacturer narrative:
Analysis of the ins (serial: (B)(4)) found that the stim receiver had a hybrid or component anomaly. The ins had logged 21 0x400 parity pors.

Manufacturer narrative:
Information from regulatory report # 3004209178-2016-01469 was merged into this file, as the device replacement surgery was a potential result of both reported issues. The reported high impedance allegation were previously reported on the noted regulatory report, but were added to this report to streamline the two events. All future updates for both reported issues will be captured in supplemental reports to this regulatory report. Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, product type: accessory.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the device was interrogated with the clinician programmer on (B)(6) 2016, everything was in normal range except pair 06 which was out of range and had been since implant of the current ins. It was noted that 06 was an open circuit. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. An impedance test on (B)(6) 2016 showed that contact 6 was greater than 10,000 ohms. Additional information was received from a company representative (rep) confirming that the implantable neurostimulator (ins) had been explanted and replaced on (B)(6) 2016. An ins telemetry report indicated that the neurostimulator status was okay, but there were high impedances of >10,000 ohms for electrode 6. All electrodes pairing with #6 exhibited high impedances, but the rest of the electrodes were within normal limits.

Event description:
Additional information received from the manufacturer representative (rep) reported that they performed a trickle charge and the patient was receiving therapy.

Manufacturer narrative:
Concomitant medical devices: product ID :97740, serial# (B)(4), product type : programmer, patient. (B)(4).

Event description:
Information was received from a patient and her friend/family member regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy stopped due to a power on reset (por). The patient saw the poor communication screen on both the patient programmer and the recharger and got a por code. The patient started having this problem about a month prior in (B)(6) of 2015, but had overridden it worked fine until (B)(6) 2016. It was noted that the por was not related to an overdischarge event. The patient had lasted recharged within the last week successfully. The patient programmer was not working so new batteries were put in. The patient saw an informational por and with assistance from patient services they were able to successfully clear the por. The patient was directed to consult with a health care professional since this had happened in the past. Additional information has been requested regarding the cause but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.